Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the hospital complaining of feeling unwell. Testing was performed to assess lead measurements, which found that the ventricular thresholds had increased, and loss of capture was observed. Subsequently, the patient was admitted for an emergent procedure. Surgical intervention was performed to reposition this lead; however, intraoperative testing showed that the thresholds remained high (greater than 5.0v). The physician decided to replace the lead with a new one. The procedure was successfully completed, and all lead parameters were stable. No additional adverse patient effects were reported. This lead is not expected for return as it was capped/abandoned.